Manufacturer narrative:
(B)(4). The complaint device was not returned. The complaint cannot be confirmed. It was stated that the sensor was attempted to be inserted at the patient's arm. It should be noted that the dexcom pediatric users guide states: dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod after attempted sensor wire deployment, the sensor detached and remained in the insertion site. The patient's mother stated that she was able to remove the wire without difficulty and that the patient had no pain. The attempted sensor wire insertion was at the arm. No additional event or patient information is available.